Manufacturer narrative:
Product analysis: analysis was unable to confirm the customers comment that the programmer was unable to update and that the stylus was damaged. It was noted during analysis that the programmer was able to update software successfully via (B)(4). The hard drive was reconfigured, reloaded and updated with the most current software. It was noted that the programmer stylus was missing, as a result a new stylus was installed and calibrated to the overlay. The printer drawer was broken. The printer drawer was replaced. Programmer passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the user was unable to upload and update the programmer with the current software. It was also reported that the programmers stylus was broken. The device was returned for servicing. There was no patient involvement.